Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 1. The technical service representative (tsr) had the hp check for open lines. The hp stated that one (1) bag fell off and became unspiked. The tsr explained that the se 2240 indicates a large amount of air has entered setup and that therapy was over. The tsr had the hp cycle power and recommend that the hp speak with their nurse about the alarm. The tsr reviewed proper procedures per the user manual with the hp. The hp confirmed starting over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated that one (1) bag fell off and became unspiked. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).